Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an av (arteriovenous) fistula procedure on their arm and received an inappropriate shock from their implantable cardioverter defibrillator (ICD) during the procedure. Review of the stored egms (electrograms) indicated that at the time of the procedure a right ventricular (rv) lead integrity alert (lia) was triggered due to sensing integrity counter (sic) and high rate non-sustained episodes, there was noise observed, a rv bipolar impedance warning was triggered, and a shock delivered. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.